Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to product performance issues. All components of the existing ipp were explanted and replaced with a new ambicor penile prosthesis (app). Upon inspection of the explanted ipp, fluid loss was identified on the reservoir. It was said that the reservoir was damaged in an unrelated surgery that the patient underwent. No patient complications were reported.